Manufacturer narrative:
Implant loss is known to occur, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to be able to continue using the bone anchored hearing system.

Event description:
The patient received her implant september 2013. The patient experienced pain at the implant site and when she removed her sound processor the implant came out.